Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar cautery instrument had a broken distal tip. The procedure and patient outcome were unknown at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have an instrument tube adapter broken. The broken piece was not returned, measuring roughly 0.149" x 0.165" in size. The complaint was confirmed by failure analysis.